Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.8, 3.1; reference: 2.6, 3.6; mean: 2.20, 3.35; confidence limits: 1.4-3.1, 1.9-4.6. Inratio precision data provided by end-user: 1st inr: 4.6, 3.8; 2nd inr: 5.6, 3.8; mean: 5.10, 3.80; sd: 0.71, 0.00, %cv: 13.86, 0.00. A 1.9 and 2.4 inr were excluded from comparison since time elapsed between tests exceeded three hours. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. Data analysis revealed that both comparison and repeated inrs reported by end user meet accuracy and precision criteria. The results are not considered discrepant within the context of the documented variability for inr testing. Product is not expected to be returned. No strip lot info provided. The complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010; inratio: 1.8; lab: 2.6. Date: (B)(6)2010; inratio: 3.1; lab: 3.6. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6)2010; inr: 1.9. Date: (B)(6)2010; inr: 4.6, 5.6. Date: (B)(6)2010; inr: 1.9; date: (B)(6)2010; inr: 3.8, 3.8. Date: (B)(6)2010; inr: 2.4.